Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to customers blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.